Manufacturer narrative:
Additional information: it was initially reported that an attempt was made to implant a ronyx25038x resolute onyx drug eluting stent in an intrastent lesion in the cx and was damaged. It was subsequently reported that the ronyx25038x resolute onyx was not used in the procedure. It was reported in error by the account. The 3.00x38mm resolute onyx drug eluting stent which was implanted in tandem with non-medtronic proximal stent in the rca was damaged when trying to pass the stent through calcified plaque. The stent was not post dilated because it did not pass through the lesion. Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 29th <(>&<)> 37th distal stent wraps with struts raised. No deformation was evident to the distal tip. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lesions in the circumflex (cx) artery and the right coronary artery (rca) were severely calcified. The proximal second marginal artery had 75% stenosis. The distal second marginal artery had 95% stenosis. There were 3 lesions of 80% stenosis in the mid to distal rca. Coronary artery stenosis and intrastent stenosis were noted in the circumflex artery. The mid lad had 80% restenosis. The lad was predilated. A 2.5x22mm resolute onyx drug eluting stent was implanted. The stent was not damaged. A 3.00x38mm resolute onyx drug eluting stent (lot 0009157416) was intended to be used in the rca artery. There was no damage noted to the packaging. There were no issues removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was not pre-dilated. The device passed through a previously deployed. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the 3.00x38mm resolute onyx failed to cross the lesion and was removed. Upon removal the stent was noted to be deformed at the tip. A 2.5x34mm resolute onyx drug eluting stent was intended to be used in the lad artery. There was no damage noted to the packaging. There were no issues removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was not pre-dilated. The device passed through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. The device failed to cross the lesion. It was reported that stent deformation occurred in vivo during positioning/advancement. In the circumflex (cx) artery, an attempt was then made to implant a resolute onyx drug eluting stent in an intrastent lesion. It was reported that the stent failed to cross the lesion and when it was removed the stent was noted to be deformed at the tip. The lesion was subsequently pre-dilated with a 2.0 x 20mm balloon and a 2.5x36mm resolute onyx stent was implanted in the cx artery. The distal second marginal artery was predilated. A 2.5 x 36mm non-medtronic stent was implanted. A 2.75 x 24mm non-medtronic stent was implanted in the mid second marginal artery. A 3.00x38mm resolute onyx drug eluting stent (lot 0009417406) was implanted in tandem with non-medtronic proximal stent in the rca. It was reported that the 3.00x38mm resolute onyx drug eluting stent (lot 0009417406) was damaged. The patient was reported to be alive with no injury.